Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had damaged. Customer's blood glucose level was unknown at the time of the incident. Customer stated scratches was seen on screen and center sometimes hard to see. Customer stated insulin pump received unexplained no delivery. The device will not be returned for analysis.